Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2008; 5071, implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the left ventricular (lv) and right atrial (ra) leads were both capped and are no longer usable. They were both replaced. All reasonable contacts have been followed up with and no additional information is available. No patient complications have been reported as a result of this event.